Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that the pump touch screen was missing pixels. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 150 mg/dl.